Event description:
Lenstec received an email stating "the iol has brown deposits. Lens was inserted in 2012 on the public system. The patient's vision has dipped because of this and possibly will need an iol exchange."

Manufacturer narrative:
Based on the initial report (documentation analysis, complaint history and review by medical monitor) at this supplemental report with additional information, lenstec is unable to determine a specific cause for the unsubstantiated complaint of brown deposits. Additionally, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Lenstec is unable to perform a more through investigation of the complaint as the lens remains implanted. Lenstec can also confirm that there have never been any confirmed lens-related cases of clouding, discoloration or opacification for our hema lenses.

Manufacturer narrative:
Lenstec cannot corroborate the device problem as the lens remains implanted. However, based on the documentation analysis and complaint history, the preliminary findings indicate that there is no evidence to suggest that any aspect of the lens was responsible for the incident. Lenstec is unable to determine a definitive conclusion as to the cause due because an investigation cannot be completed at this time since the lens is implanted. However, it is reported the patient suffered from diabetes and had an iris prolapse and a shallow anterior chamber during surgery. A supplemental report will be submitted once additional information is obtained.

Event description:
Lenstec received an email stating "the iol has brown deposits. Lens was inserted in 2012 on the public system. The patient's vision has dipped because of this and possibly will need an iol exchange".